Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported that the display is blacked out. The customer contacted product support and reported that they swapped another user interface (ui) assy. In and resolved the issue. Product support discussed 1st vs 2nd gen lcd/ui pcba. Product support provided parts ID for the ui assy. And verified unit has 2.1 software. The customer reported that the unit was not in use on a patient. The customer swapped another user interface assy. In and resolved the issue. The customer ordered a user interface assy.